Event description:
A screw dislodged from mics during surgery and fell on the patient. The mics was still functional after the incident, and we were able to carry on with the case using the same mics. Case type / application: tka 2.0. Update on 10/09/2025: it was one of these screws from the back of the handle. 1. Was the screw retrieved? Yes, the screw was retrieved and discarded in the "sharps" container located in the operating room. 2. Was there any adverse event to patient due to incident? No. 3. Was there any medical intervention made to retrieve the screw? No.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results. Product evaluation and results: evaluation 1: pivot mechanism, missing screws. Reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.